Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported experiencing ongoing connection issues with the new transducer protectors. The cm stated there was a specific event where the venous transducer protector appeared to be properly seated in the port, yet blood still dripped/leaked out from the connection. There were no visible defects on the transducer protector. However, the cm stated that the new transducer protectors seem to be flimsier than the previous design. The cm said the transducer protectors don¿t fit properly in the transducer port. This has led to an increase in events such as this one where the venous transducer gets bloody and leaks. The cm confirmed that it¿s not a staff-related issue. The staff are installing the bloodlines according to the instructions for use (IFU), and the transducers are being attached correctly. The cm said they are also seeing an increase in transmembrane pressure (tmp) alarms, venous pressure alarms, as well as air detector alarms. After this leak occurred, the machine was re-strung with new supplies and the patient completed their treatment. The cm could not recall if the patient¿s blood was returned, and an estimated blood loss volume was not provided. There was no serious patient injury reported. There were no issues with the machine; the machine was confirmed to be functioning correctly. The sample was not available to be sent back for manufacturer evaluation as it was reportedly discarded. However, a photo depicting the reported leak was provided by the facility for review.